Event description:
It was reported that the customer was hospitalized due to a suicide attempt and an insulin reaction. It was reported that part of the display was missing. Troubleshooting was performed. There were lines on the display during the self test. Further troubleshooting could not be performed due to the problem with the display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.